Event description:
Initial info was received by a sales rep from a physician on (B)(6) 2011: a pt received injectable poly-l-lactic acid (sculptra aesthetic) (lot # unk, exp date unk) and experienced a bunch of papules in the cheek area. They were touchable and the skin looked bumpy. The physician felt that the product "worked too well". The pt was diagnosed with cutaneous sarcoidosis. This pt also had meningitis in 2010, but the physician was not sure if this was related to the poly-l-lactic acid. The pt has not fully recovered from the cutaneous sarcoidosis. It is unk if the pt has recovered from the meningitis. No further relevant info reported.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) company comment (B)(4) 2011: this female pt with an unk medical history developed cutaneous sarcoidosis, meningitis, and papule after receiving sculptra injection. It is unclear the onset date of these events in relation to the treatment schedule. There is no biopsy to confirm the diagnoses. Add'l info is needed for a further medical eval.